Event description:
It was reported that the tip of the driver fractured and remains implanted in the patient. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the internal shaft has sheared off at the threads. Aside from the tip, the knob of the internal shaft exhibits signs of major damage and notching. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2008. The probable underlying root cause for the damage is excessive force, specifically torque forces, resulting in loss of mechanical integrity and ultimately instrument fracture during usage of the device.